Event description:
It was reported by service report that the scale and bed exit were not working. It is unknown whether there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Results: scale display module had a loose connecting cable.